Event description:
It was reported that the device would not operate on dc power (battery). There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. Physio-control further evaluated the power supply assembly and observed a failure of filter, designator fl4.